Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, the patient experienced a hyperglycemic event while possibly being in an active sensor session. From the information available it seems that the patient was wearing a dexcom sensor, but it is unknown what display device the patient was using at the time of the event, if any. At the time of the event the patient did not have her infusion set, and due to that the "pump was not showing her blood sugar". The patient also stated that she could not use her pump as it is "not compatible with a g6". The day of the event the patient experienced being thirsty and had a dry mouth. The patient took 2 cans of stevia and self-treated with 11 units of insulin. The patient did not realize she was taking "only short acting". It seems that the patient tried to use a blood glucose meter, as she stated that she went for batteries for her accu check, because this was not working. When the patient was out to go get batteries, there were 2 policemen who thought the patient was confused, not feeling well and called an ambulance. When the paramedics took a fingerstick, the blood glucose reading was high, which would have meant higher than 600 mg/dl. The patient was brought to the hospital where she arrived at 07:00pm, and when another fingerstick was taken the blood glucose reading was 700 mg/dl. The patient experienced feeling thirsty, was hospitalized, and was treated with intravenous fluids and insulin. At the hospital diagnostic testing for a stroke was done and the patient had a "heart thing", and CT scans. No results were reported. During the hospitalization the "readings", would vary, and were from 83 mg/dl to 300 mg/dl, to 100 mg/dl. The patient was discharged after 4 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, the patient experienced a hyperglycemic event while possibly being in an active sensor session. From the information available it seems that the patient was wearing a dexcom sensor, but it is unknown what display device the patient was using at the time of the event, if any. At the time of the event the patient did not have her infusion set, and due to that the ¿pump was not showing her blood sugar¿. The day of the event the patient self-treated with 11 units of insulin, but the patient did not realize she was taking ¿only short acting¿. It seems that the patient tried to use a blood glucose meter, as she stated that she went for batteries for her accu check, because this was not working. It is unknown who called, but the police came to the patient´s house for a welfare check. The patient was confused and not feeling well and an ambulance was called by the police. When the paramedics took a fingerstick, the blood glucose reading was high, which would have meant higher than 600 mg/dl. The patient was brought to the hospital where she arrived at 07:00pm, and when another fingerstick was taken the blood glucose reading was 700 mg/dl. The patient experienced feeling thirsty, was hospitalized, and was treated with intravenous fluids and insulin. At the hospital diagnostic testing for a stroke was done and the patient had a ¿heart thing¿, and CT scans. No results were reported. During the hospitalization the ¿readings¿, would have changed from 83 mg/dl to 300 mg/dl, to 100 mg/dl. The patient was discharged after 4 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.